Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The name of initial surgical procedure ((B)(6) 2016)? The diagnosis and indication for the initial surgical procedure? Were any concomitant procedures performed? Onset date/time of the pain from surgery. Other relevant patient history/concomitant medications. Product code and lot #. If applicable, will product be returned? Please provide a return date, tracking information? What is indication for surgical excision on (B)(6) 2018? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in (B)(6) 2016 and the mesh was implanted. The patient experienced a painful sexual intercourse associated with mesh implant. The surgical excision of the mesh was performed on (B)(6) 2018 with successful resolution of pain. Additional information has been reported.

Manufacturer narrative:
Product complaint # : (B)(4).